Manufacturer narrative:
The unit passed the displacement test, rewind, seating, and basic occlusion test. The insulin pump was returned for a power error alarm 25. The detailed trace analysis confirmed the alarm 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause was the non-sleep anomaly software error. The unit had a cracked reservoir tube lip, a scratched case, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a pump error 25 and a cracked display. The customer's blood glucose reading was unknown. No further details were provided.